Manufacturer narrative:
Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (battery/charger faults) was confirmed due to a flash memory failure at bga components u102 and u105 on the c/a board. The charger was unable to power on. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults.